Event description:
It was reported a balloon burst on the first inflation at two atm during a superficial femoral angioplasty of a calcified lesion. Another balloon catheter was used to successfully complete the procedure without pt complications. This device has been destroyed by the user facility. Therefore no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this device was used in a calcified lesion which co believes contributed to this event and do not attribute it to the device. However, without evaluating the product, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."